Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a lead. It was reported that high impedances were found during the implant operation. The lead was replaced without incidence. There were no patient symptoms or further complications reported as a result of the event.